Event description:
A caller reported a screen issue where the graphics were not visible on the pump, although the screen was lit. There was no adverse impact on the customer's blood glucose level. The customer planned to continue using the current pump, and support agreed to provide a replacement. Technical support confirmed the shipping details and instructed the caller on how to store the pump and return it using a pre-paid label within ten days.